Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. Method: the complaint op314 cannula was returned to our french regional office and was forwarded to fisher & paykel healthcare (B)(4). However, the complaint cannula was not received at our (B)(4) office. Our investigation is therefore based on evaluation of the device from a similar report by the same hospital on the same day for the opt312 cannula, and our knowledge of the product. Additional information was also sought from the hospital but was not provided. Results: for both complaints (one for the opt312 and one for the opt314) it was reported that the tubing had disconnected from the cannula. Visual inspection of the complaint opt312 revealed that the left flexitube had detached from the cannula and the right flexitube was loose at the cannula tube joint. Both tubes appeared to be slightly stretched. Adhesive was present on both tubes. A lot check could not be performed as a lot number was not provided. Conclusion: the detachment of the tube from the cannula tube joint was most likely due to the tubing being pulled with excessive force. A cannula exhibiting this damage would not have passed the leak test on the production line. All optiflow junior cannulae are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are currently taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is put aside for further investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: - do not stretch or crush tube. - ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. - appropriate monitoring must be used at all times.

Event description:
A hospital in (B)(6) reported that the opt314 junior cannula tubing was disconnected from the cannula. This led the patient developing polynea (increased rate of inspiration) and oxygen desaturation.